Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this patient received five inappropriate shocks due to noise and oversensing. A boston scientific technical services consultant reviewed the data and discussed further evaluation and programming options for this patient who has had several strokes and is non verbal. The consultant discussed that the patient's medical history may be impacting the morphology. Additionally, it was suspected that the device was moving around in the pocket. A revision procedure was performed and this subcutaneous implantable cardioverter defibrillator system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.